Event description:
Customer reported the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Updated. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The customer does not have any patient information.